Event description:
Complaint received from a physician via email on (B)(6) 2022. "Loss of restriction 3 weeks ago" "loss of fluid in the band system. Port removed after finding leak from within the sleeve protector" the event cause additional treatment, port replacement.

Manufacturer narrative:
Attempts to contact the physician for product return were made; however, product was not available to return for evaluation. Unable to examine device as it was not available to be returned to reshape. The band lhr was reviewed and no discrepencies or non-conformances recorded. Product was manufactured and sterilized according to specification. No new risks identified, the current risk related is in cpr0001 rev b with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. Unable to determine root cause. A potential root cause was not determined. If additional information or product would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.